Manufacturer narrative:
Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The biomedical engineer, (B)(6) , alleged that the telemetry device had failed to provide alarms for a patient in arrhythmia as viewed on the central station sector. The patient was immediately transferred to the ICU to address their arrhythmia issue.

Manufacturer narrative:
The biomedical engineer stated that this telebox was isolated on 3a by nursing staff and was put aside to be checked by ce staff. The 3a unit coordinator stated that nurse told her that patient had an arrythmia that didn¿t display on the central monitor. The box was connected to a fluke prosim 4 simulator, and the box functioned normally as designed. The box detected, records, and displayed ECG as designed. When the la lead was removed from the simulator, the box displayed "leads off". Volume, asystole, hypotensive, low brady, sinus tachycardia, ECG and afib simulations were run and no issues could be found with the functionality or integrity of this telebox. The biomed found no trouble with the device and returned it to service after his evaluation. The cause of the incident remains unknown. The device remains at the customer site.